Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of over 900 mg/dl. Customer was hospitalized due to high blood glucose, hematoma and urinary tract infection. Customer was treated with insulin injections. Customer was wearing insulin pump at the time of hospitalization. After troubleshooting, it was found that insulin pump had a button error alarm.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self- test and an unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/delivery test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No button error alarm noted. Unit had intermittent button response due to corroded keypad traces. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.